Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on file on a separate event, the peritoneal dialysis nurse stated the patient was admitted to the hospital on (B)(6) 2018, and is still hospitalized as of (B)(6) 2018. The patient is hospitalized for liver abscesses. The nurse stated the liver abscess were related to the patients recent peritonitis infection. Additional information was solicited, but unavailable.

Manufacturer narrative:
Clinical investigation: based on the limited available information, it is not possible to determine the source of the patient¿s liver abscess. However, there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler/liberty cycler set and the event. Liver abscess is the most common extra-renal abscess among esrd dialysis patients. There are patient comorbidities that could have contributed.

Event description:
During the follow up of a separate event it was reported that the patient was hospitalized for liver abscess. Details surrounding the hospitalization for the liver abscess is unknown. According to the peritoneal dialysis registered nurse (pdrn), the liver abscess believed to be related to peritonitis. No further information was provided, no device malfunction or deficiency was reported.